Event description:
It was reported that the right ventricular lead exhibited noise, an insulation anomaly was noted during explant of pulse generator. The lead was replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.